Event description:
It was reported that the customer had a no delivery alarm and an audio anomaly. The customer blood glucose level was unknown. Customer states unable to hear the pump when alarming no delivery. Troubleshooting was performed but the insulin pump will be replaced. The high pressure test was performed but customer was not able to hear it. Also customer declined no delivery troubleshooting, because it was resolved with a set change. A car accident was reported by the customer, but it was not due to blood glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.